Event description:
It was reported that the patient received shocks due to a pace/sense fracture on the right ventricular (rv) lead. The pace/sense portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2003; 4196 implantable pacing lead, (B)(6) 2009. (B)(6). (B)(4).